Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned anthology so porous size 6 reveals a hole in the box that goes from the outside to the inside of the box. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that, upon opening the box, we did not see any trays that were the original packaging material from smith and nephew. Instead, the part was sealed in two separate sterilization pouches that were not the original smith and nephew packaging material for these parts, any further details cannot be provide as the original packaging materials are not available. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the device should be placed into a polyethylene bag and then into an inner tray. A lock insert is used to hold the stem in place. The inner tray is closed with a lid, and placed into an outer tray. Finally the outer tray is sealed with a lid. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during storage, transport and/or mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during thr surgery, it was noticed that the box of one (1) anthology so porous size 6 had a hole in it, and did not know if it was still sterile. A back up stem was available in the room, then they were fine. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.